Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 714 mg/dl. The customer was admitted into the hospital on (B)(6) 2014 because of her high blood glucose level and she was not wearing the insulin pump at that time of hospitalization. The customer also reported that she did not trust her insulin pump because it never informed her when the insulin was low. At the hospital she was given insulin drip first and then manual insulin injections to treat her high blood glucose level. The product was not returned. Nothing further to report.